Event description:
Account reported that the valve on back of resuscitator did not work; air came out of the back of the bag when used. Account was not able to confirm if unit was tested prior to first or subsequent uses.